Manufacturer narrative:
Supplemental submitted to include UDI. Device was not returned.

Event description:
It was reported that while using an altrix for therapy, the leg wrap leaked water onto the bed and patient. It was reported that the weld appeared to break along the edge under the patient's leg. No injury or adverse effect was reported for the patient.

Manufacturer narrative:
It was identified that the patient using the wrap had been moved frequently during the therapy for cleaning and repositioning. The frequent movement of the patient while the wrap was applied may have created additional pressure on the seam of the wrap. Additionally, it was noted that the wrap was scrapped by the customer before it was available for inspection. Device was not returned

Event description:
It was reported that while using an altrix for therapy, the leg wrap leaked water onto the bed and patient. It was reported that the weld appeared to break along the edge under the patient's leg. No injury or adverse effect was reported for the patient.

Event description:
It was reported that while using an altrix for therapy, the leg wrap leaked water onto the bed and patient. It was reported that the weld appeared to break along the edge under the patient's leg. No injury or adverse effect was reported for the patient.